Manufacturer narrative:
After further review MFR#2916837-2021-00256 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facsmelody¿ sheath fluid under pressure sprayed outside of instrument. There was no patient/user impact. The following information was provided by the initial reporter: flow cell plastic connector broken 1. Was the leak fluid or air? Liquid 2. Was the leak contained within the instrument? Not contained 3. Was there spray of fluid under pressure? Yes. The liquid was sheath fluid. 4. What was the fluid that leaked? 5. Did biohazard leak before or after waste line? 6. Was the waste mixed with decontamination or bleach? 7. Was the customer/bd personnel physically in contact with the fluid? Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." Yes 8. Which part of the body was in contact to the fluid? Customer's hand. 9. What personal protective equipment (ppe) was being worn? No ppe was being used. 10. Was there any impact to patient samples due to leak? ) no 11. Was customer harmed/ bd personnel harmed /injured? No

Manufacturer narrative:
The following field was updated with corrected information: g.4. Date received by manufacturer: 2021-05-25

Event description:
It was reported while using bd facsmelody¿ sheath fluid under pressure sprayed outside of instrument. There was no patient/user impact. The following information was provided by the initial reporter: flow cell plastic connector broken 1. Was the leak fluid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of fluid under pressure? Yes. The liquid was sheath fluid. 4. What was the fluid that leaked? 5. Did biohazard leak before or after waste line? 6. Was the waste mixed with decontamination or bleach? 7. Was the customer/bd personnel physically in contact with the fluid? Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." Yes. 8. Which part of the body was in contact to the fluid? Customer's hand. 9. What personal protective equipment (ppe) was being worn? No ppe was being used. 10. Was there any impact to patient samples due to leak? ) no. 11. Was customer harmed/ bd personnel harmed /injured? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsmelody¿ sheath fluid under pressure sprayed outside of instrument. There was no patient/user impact. The following information was provided by the initial reporter: flow cell plastic connector broken was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? Yes. The liquid was sheath fluid. What was the fluid that leaked? Did biohazard leak before or after waste line? Was the waste mixed with decontamination or bleach? Was the customer/bd personnel physically in contact with the fluid? Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." Yes. Which part of the body was in contact to the fluid? Customer's hand. What personal protective equipment (ppe) was being worn? No ppe was being used. Was there any impact to patient samples due to leak? ) no. Was customer harmed/ bd personnel harmed /injured? No.